Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: on what tissue was the suture used? Fascia. How many days post-op did the patient present with symptoms? During physiotherapy approximately 2 weeks after procedure. What was the appearance of the suture during the second procedure? Tear. Did the suture tear through the tissue or was the suture found broken? Broken. Does the operating surgeon believe there was any deficiency with the ethicon device? He said it never happened with vicryl suture. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure not known. Date of index surgical procedure not known. The diagnosis and indication for the index surgical procedure? Not known. What was the tissue condition, i.e., normal or tin, calcified, fragile, disease not known. What was the date of the second surgical procedure? Not known. What were the findings on the second surgical procedure? Not known. Other relevant patient history/concomitant medications not known. Lot # not known. What is physician¿s opinion as to the etiology of or contributing factors to this event? Not known. What is the patient¿s current status? Not known.

Event description:
It was reported that the patient underwent a total knee replacement surgery on an unknown date and barbed suture was used to close the knee capsule. In the surgery, a cut of the tendon was made to reach the knee joint. After placing the knee back to the place, the capsule and the tendon were resutured so that they keep the knee from moving or unloading. The patient was checked immediately after the surgery and his condition was as expected. During physiotherapy training approximately two weeks after the procedure, the patient's knee was out of place and he felt sharp pain. The patient was hospitalized and returned to the operating room in favor of re-sewing and knee fixture. The suture was found broken during the follow-up procedure. No additional information was provided.